Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Reportedly, the customer stated that the back railing on the pump was corroded. The customer's blood glucose (bg) was over 500 mg/dl. The customer attempted to load a cartridge and reverted to manual injections to address bg level.